Event description:
It was reported that, during a tkr surgery, there was an issue with camera infrared light as the following error message was received: "camera infrared lamp is not working properly." The cable was checked and the machine was restarted, but same issue persisted. As this happened at the end of the case, after completing femur and tibial cuts, there was not any impact in the case. The patient was not injured.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 10 (ten) similar reports, this issue will continue to be monitored. There was no lot number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. It was not confirmed if the product met manufacturing specifications. Visual inspection found the camera is free of any scratches or smudge markings. The outer case shows no signs of physical damage. A functional evaluation was performed. Review of the event logs revealed a considerable number of 'illuminator current lower than recommended errors' between (B)(6) 2019 and (B)(6) 2019. Upon connection to ndi accuracy assessment kit to evaluate the camera accuracy, the camera error led was illuminated. Upon connection to the ndi configure app the 'illuminator hardware' error was displayed. The camera was connected to a navio system at the 'femur bone removal' screen. Following the warm up period, the camera error led illuminated and the "infrared lamp was not working properly. This may result in a limited field of view." Error was displayed confirming the issue observed by the user. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.